Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Device not detected on bus. The customer reported they were able to get medication from another station, but there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the pyxiebus control module. A field service engineer replaced the drawer pyxiebus control module to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.